Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. The keypad was worn but undamaged. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the reported button issue, a crack was found in the battery compartment extending from the case seal to the grip pad. Additionally, the verify screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.